Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the faulty high voltage power supply board and user mishandling. The definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
During inspection and testing, an e433 error code was found to be caused by a defective hvps (high voltage power supply) board. In addition, service found the lock systems of the cables were damaged. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device was not working. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that after turning on the device, the device would display an e433 error code and restart. This report is being submitted for the malfunction found during device evaluation (e433 error code). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.